Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction. The se replaced the graphical user interface (gui) printed circuit board (pcb) to resolve the issue, and upgraded the backlight inverter pcb the unit passed all testing and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that, the ventilator display became blank. It is unknown if there was patient involvement.